Event description:
Customer reported a failed battery test alarm. The blood glucose reading was 167 mg/dl. He stated that the contacts on the battery cap were not missing or damaged and that the battery compartment and spring were not damaged or corroded. He was advised to clean the battery cap and to insert a fresh battery and received another alarm. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.